Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from an IV tubing during an infusion of etoposide 110mg. Intended to run over one hour. Although there was contact with the patient's skin and clothing, no medical intervention was required and there is no report of patient harm.

Manufacturer narrative:
The customer complaint of an IV tubing leak could not be confirmed because the product was not returned for failure investigation. A picture of the set up was provided by the customer. The picture shows the male luer being connected to the smartsite port female luer adapter. However; a leak could not be confirmed per the pictures received from the customer. The root cause of this failure was not identified as no product was returned.